Event description:
The lay user/patient contacted lifescan alleging the control solution test results are inaccurately high out of the control solution range. The call was disconnected before troubleshooting could be performed; therefore, the issue was not resolved with troubleshooting. There were no allegations of harm or injury.